Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that the patient was inappropriately shocked due to double counting of atrial and ventricular signals. The patient was otherwise asymptomatic. A chest x-ray revealed that the right ventricular lead dislodged and the tachy therapy was disabled. On (B)(6) 2018 the lead was successfully explanted and replaced. The patient was in stable condition before, during and post-surgery.